Event description:
It was reported the patient's head was "cut open side to side" during the implant procedure and the patient had troubles since implant with increased pain, headaches, shaking as well as blacking out and falling "2-3 times per day" and an inability to walk without assistance. It was reported, the implanting physician "passed the patient off on another doctor" and the patient and his wife were unsure if the deep brain stimulation (dbs) was activated on only one side or both sides. It was reported when the doctor activated the patient's system it "gave such a shock that his whole body was shaking, the side of his face came up close to his nose. After 45 minutes, the patient could no longer take the pain." It was reported, the patient now had "lumps" at his temples. On (B)(6) 2012, it was reported when the patient's wife took of the bandages "the whole head was completely opened." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension product ID, 3387s-40 lot# va00dd1 serial#, implanted: 2012 (B)(6), explanted: product type lead product ID, 3387s-40 lot# va00dd1 serial# implanted: 2012 (B)(6), explanted: product type lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. The patient had intact wounds when he was last seen on (B)(6) 2012. It was noted that a CT was done on (B)(6) 2012 and the electrodes were in the correct position. No pathology was done. It was reported that the patient was treated for pain, and the patient never came for follow up or contacted the healthcare provider despite concerns. It was noted that all wounds looked fine on (B)(6) 2012.